Manufacturer narrative:
Concomitant medical products: dvbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an integrity alert for high rate non-sustained tachycardia, with short v-v intervals, chronically high thresholds, t-wave oversensing (twos) and oversensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming occurred.